Event description:
This patient was recently followed-up. The patient discussed having another dizzy episode. The decision was made to reprogram the sensitivity, which has prevented any further dizzy episodes. Attempts are being made to obtain x-rays. Ts reviewed the x-rays and discussed they were unable to confirm any sign of lead fracture. Abrasion, either lead on lead or lead on can, would be difficult to discern from an xray as the insulation is not always clearly visible. Furthermore, the x-ray does show abandoned leads which they assumed were capped. One of the leads does appear to be in close proximity to the mv electrode and can. The mv spikes on the egm can occur when the lead is either unplugged or in an open condition, such as a lead fracture. The x-rays do show that the device has turned around since the original implant, however, there still appears to be ample slack on the lead. From review of the x-ray setscrews appear in the down position on the connector block ruling out a less than optimal lead/pg connection. Ts suggested monitoring the patient. At this time there is no plan for a revision.

Event description:
Boston scientific received information that this pacemaker displayed high out of range pacing impedance measurements. There was also noise observed on one episode. Printouts were sent to technical services (ts) for review. Ts discussed the noise appeared to be from an external source. Pacing inhibition was observed, and the patients underlying rhythm was between 25-30 beats per minute. The decision was made to leave the pacemaker programmed in unipolar configuration because pacing impedance measurements were within range. An x-ray was performed, but the results have not yet been provided. Ts advised the right ventricular (rv) lead be assessed. Please note the rv lead is a competitor product. There were no adverse patient effects reported. Subsequently, additional information was received that a revision procedure was performed. It was noted the set screws were not loose, and with manipulation the lead measurements did not change. The lead was examined under fluoroscopy, and no issues were observed. The decision was made to place the associated pg back in the pocket, and to program the system to bipolar with automatic capture off. This patient will be followed up in the near future, and an x-ray will be performed. The x-ray will then be sent to ts for review to determine if there is a lead fracture or lead abrasion.

Manufacturer narrative:
This pacemaker remains in service. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Subsequently, this device was explanted and replaced with a competitor product. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The device passes all functional testing which confirms proper operation of the pacing and sensing functions of the device as well as the lead impedance testing functions. The body fluid contamination in the lead barrel contained impressions of the position of the sealing rings present on the lead connected to the device. The clinical observations could not be confirmed.